Manufacturer narrative:
The investigation into the stroke/cva issue has been completed. The device was not returned for investigation. As per clinical, the cause of the stroke was most likely due to patient condition and unknown relation to impella.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The complainant reported a 52 year old male patient presenting for hemodynamic support via the impella 5.5 device. During support, the patient endured hypotension prompting a bolus of 500cc+ as rescue intervention. Additionally, the patient enduring an ischemia stroke. This information was received via abiomed's long-term outcome and quality indicator registry with a probably relationship to the impella device.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿